Manufacturer narrative:
(B)(4). Code was inadvertently left out on follow-up #1.

Event description:
The customer alleges that the solution is leaking from the catheter. The catheter was replaced with a new catheter.

Manufacturer narrative:
(B)(4). The customer one epidural catheter, one snaplock adapter, and one flat filter for investigation. A visual exam was performed and the flat filter and snaplock adapter appeared typical with no defects. The catheter was used as biological material could be seen between the catheter coils and adhesive residue was present on the catheter body exterior. Microscopic examination of the catheter revealed small holes in the catheter extrusion approximately 2.6cm from the proximal end of the catheter. No other defects were observed. Functional testing was performed and a leak was immediately observed exiting from the location where the small holes were present in the extrusion approximately 2.6cm from the proximal end. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No additional leaks were detected. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no relevant findings. Other remarks: the reported complaint of a leak from the connection between the epidural catheter and snaplock adapter was not confirmed based upon the sample received. However, the catheter was confirmed to leak. During a functional leak test, the epidural catheter was confirmed to leak from small holes approximately 2.6cm from the proximal end. A DHR review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the time of discovery , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the solution is leaking from the catheter. The catheter was replaced with a new catheter.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the solution is leaking from the catheter. The catheter was replaced with a new catheter.